Manufacturer narrative:
T:slim user guide states: "it is very important to set the current time and date accurately to ensure safe insulin delivery." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was inaccurate and customer's blood glucose (bg) level remained elevated (300s mg/dl). Elevated bg levels were addressed by bolus delivery and manual injection. Tandem technical support reviewed pump data which showed that the pump was unlocked and the time was changed by the user. During follow up with customer's mother, it was reported that the daughter admitted changing the pump time.